Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube had condensation inside it before use. The following information was provided by the initial reporter: "customer has blue sodium citrate tubes that she is questioning having condensation."

Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for condensation within the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube had condensation inside it before use. The following information was provided by the initial reporter: "customer has blue sodium citrate tubes that she is questioning having condensation.".